Event description:
The MFR rep reported the pt was showing symptoms of lack of effect of baclofen. The pt was having severe spasticity. The dose and concentration of drug were unk. The pt's pump has been in place for two years and the catheter has been implanted for eight years. Reservoir volumes have been correct at refills. Add'l info received from the hcp indicates the pt started complaining of increased tightness and spasms. The pt refused a study the following month, stating that "pump adjustments had helped but not enough." Several dose adjustments were performed with the pt continuing to complain of spasticity. A study was done four months later. Which showed problems (unspecified). A pump and catheter replacement was scheduled but remains on hold due to an infected, open foot ulcer. The pump is still running and the pt is being supplemented with oral medication.

Manufacturer narrative:
.